Event description:
It was reported that (1) device was used during a rectum-sigmoidectomy. It was reported by the affiliate that the ax55b stapler did not staple the colon properly. The stapler seemed to be without staples. The surgeon used a cdh29 to complete the case. The surgical procedure was delayed 1 hour with no further consequence to the pt. The device will not be returned.